Manufacturer narrative:
Correction: d2 common device name manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a hemorrhagic stroke in their frontal lobe during their left ventricular assist device (lvad) implant. The stroke was not recognized until after the implant while the patient was in the intensive care unit (ICU). The stroke was suspected to have been caused by the addition of epinephrine during the procedure, which was administered while the patient's blood pressure was 200 mmhg. The stroke was not thought to be device related and the device operated as expected. The patient would be managed in the ICU.